Event description:
A report was received that the patient was experiencing discomfort at the lead extension site. The physician adjusted the leads and clik anchor placement. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-55, serial # (B)(4), description: scs phase iii 55cm, lead: extension model # sc-2138-50, serial # (B)(4) & (B)(4), description: scs 50cm phase iii, lead: model # sc-4275, lot # 14063939, description: clik anchor.